Event description:
It was reported that the roller pump over-occluded, due to mechanical failure when in use. There was no reported adverse consequence to a patient as a result of this event.

Manufacturer narrative:
Evaluation in progress, but not concluded.